Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while supporting a patient, the cs300 intra-aortic balloon pump (iabp) was unable to calibrate and a ¿fiber optic sensor¿ error message was displayed. It was also reported that while trying to calibrate, the unit displayed a leak in iabp circuit message. No patient harm, serious injury or adverse event was reported.